Event description:
Insufficient weight removal. There was no pt injury or medical intervention. The gambro tech svs rep found that a screw in the ultrafiltration pump terminal block was stripped causing the pump to stop running. The pump was replaced.